Event description:
It was reported that the pt experienced a loss of stimulation approximately one month prior. There were telemetry issues. The physician programmer did not read the pt's battery. No further details, pt symptoms or outcome were provided. Additional information was requested but not provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).